Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine,no medical attention needed. The customer expected blood results are 185-120mg/dl fasting. Verified test strips expire 10/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 251mg/dl and 265mg/dl fasting. I was unable to pull the results from the meters memory as the customer is missing the plus and minus buttons. Customer called concerned their meter is registering high results because today (B)(6) 2015 the customer tested their blood glucose at 8:30am fasting and received a result of 175mg/dl the customer then consumed glucator xl and tested their glucose levels 45 minutes later at 9:15am fasting and received a result of 231mg/dl the customer feels at this time their glucose should be between 85-120mg/dl.